Event description:
The customer reported to olympus that evis exera iii colonovideoscope, does not angle correctly. The issue occurred during the procedure. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the connecting tube has has foreign material in the area of the protector. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: celling plate has a crack; flexibility adjustment ring has a scratch; grip has a scratch; indication on up/down knob is unclear; indication on right/left knob is unclear; air/water cylinder has no color; suction cylinder has no color; switch1 has a scratch; forceps channel port has corrosion; plug unit is damaged; label on scope connector is peeled; due to damage on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, bending angle in up/down direction does not meet the standard value; objective lens has a crack; lens guide lens has a crack; and universal cord has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Per the customer, the reprocessing steps at the material residue point did not deviate from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the insertion tube could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.